Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer, without return of the device, the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Additional information will be reported if received.

Event description:
Edwards received information of an aortic bioprosthetic valve that was explanted after an implant duration of five (5) days due to aortic regurgitation. A paravalvular leak (pvl) was observed after closing the patients chest, this required the surgeon to go back in and add an additional stitch to the valve and the pvl was repaired. Subsequent echo showed that one leaflet remained open. Surgeon explanted the valve and replaced it with another bioprosthetic valve on pod-5. Device has not been returned to manufacturer. Of note - patients blood pressure did not improve at the completion of the initial valve implant - patient was placed on percutaneous cardiopulmonary support device for two days.